Manufacturer narrative:
Per the tandem user guide: to calibrate the dexcom g6 cgm, do enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 181-254 mg/dl, and the meter bg reading was 246-281 mg/dl. No additional patient or event information was available. Reportedly, the customer used multiple bg meters to calibrate the cgm and calibrations were not entered within 5 minutes of testing and a replacement sensor was sent to the customer.